Event description:
During a colostomy procedure, put the device into pt, went to close and the disc fell apart. Did not contact any metal. Another device was used to complete the procedure. No pt consequence.